Manufacturer narrative:
No sample was returned for eval; therefore, the condition of the product could not be verified. The device history records for the component lots were reviewed. Unrelated processing abnormalities were found during the review. The associated lots (3) were released based on the MFR's acceptance criteria. Because a sample was ot returned with this complaint, the root cause cannot be determined. All probe components are 100% visually and functionally inspected by trained operators during manufacturing. (B)(4).

Event description:
A customer reported that the cutter was not functioning during surgery. The procedure was completed with no harm to the pt.